Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the right monitor on the 6800 system was elongated. No patient injury was reported.